Manufacturer narrative:
Patient¿s identifier, date of birth and weight are unknown. UDI: (B)(4). Device is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter first name and phone number is unknown. A device history record (DHR) review was performed for part # 292.623s, lot # l207707: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 23.nov.2016, expiry date: 01.nov.2026: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 292.623/ l202432: manufacturing location: (B)(4), manufacturing date: 11.nov.2016: review of the device history record (DHR) of the affected article# 292.623 with lot# l202432 was performed by (B)(4) (plant qa lead) and (B)(4) (produktionslogistiker) on 26th july 2017. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. All steps were carried out appropriately and the diameter of the wire was checked at the final inspection step and was within the specifications. Furthermore no ncrs were generated during production. Review of the raw material certificate of the affected lot# 18090 was performed by (B)(4) (plant qa lead) and (B)(4) (quality, material science & testing) on 26th july 2017. Outcome of the certificate review: no issues could be detected on the certificate. Raw material specifications in tensile strength (rm) were within the specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery for pollex rigidus on (B)(6) 2017, a surgeon used the mpt (medial proximal tibia) 1st fusion plate for the procedure. When the surgeon was drilling the bone after inserting the guide wire in order to insert the hcs (headless compression screw) 3.0 at the fusion part, the guide wire broke. The broken piece of the guide wire in question remained within the first metatarsal bone since it was hard to remove it. Any special treatment for this was not done, and medical follow-up (observation of the patient¿s health status) was planned. According to the surgeon¿s opinion, there was a possibility that the direction of drilling might have been deviated to the direction of the guide wire in question. No delay in surgery was reported. Patient outcome is reported as good. Concomitant device reported: mpt plate (part # unknown, lot # unknown, quantity 1), hcs 3.0 screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) 1.1mm non-threaded guide wire 150mm. This is report 1 of 1 for complaint (B)(4).